Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient who is a physician was using an emitter that produced a low energy electromagnetic field during a surgical procedure. The field was dropping out each time the physician leaned over the patient and the emitter. The field was noted to drop out when it approached the physician's device. The physician did not report feeling anything or feeling unwell. The bed was lowered so put the emitter 30 cm away from the physician's chest. Electromagnetic interference (emi) was suspected but no evidence of emi was found with device interrogation. The device remains in use. No patient complications have been reported as a result of this event.